Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that patient death occurred. In (B)(6) 2012, the patient presented with asymptomatic ischemia and index procedure was performed. The target lesion was a new, eccentric, type b2, diffuse with more than 2 cm in length located in the mildly calcified and mildly tortuous distal circumflex artery with 90% stenosis contained in more than 45 degree bend and was 20mm long with a reference vessel diameter of 2.5mm and timi flow 3. The lesion was treated with predilatation and placement of a 2.75x24mm promus element ¿ stent at 14 atmospheres. Following post dilatation, residual stenosis was visually confirmed as 0% and timi 3 flow was restored. Three days post procedure, the patient was discharged. In (B)(6) 2013, the patient died due to unknown cause.